Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm. The customer also reported the buttons did not work properly while attempting to bolus. Customer's blood glucose was 181 mg/dl. The customer stated the button error alarm could not be cleared. Customer agreed to return the insulin pump for analysis.